Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0357326v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0357326v, implanted: (B)(6) 2004, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that when the patient had their implantable neurostimulator (ins) replaced ¿something went wrong and the patient was out of work for a month.¿ the caller did not have any additional information. Additional information was requested but was not available at the date of this report.